Event description:
Dental office staff member called because she wanted the msds for gluma desensitizer. She said that the dentist dropped a small amount in the patient's eye. Asked if the patient had eye protection and she said he did not. She said that the patient's eye was flushed within 15 seconds. Asked for bottle lot number and she said the bottle looked different and she would have to get it to give the lot number. She came back and said she would call back later. Made three attempts to call back and left a voice message with contact information and request for a call back. MFR 9610902-2013-00041.